Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket got stuck around a 1cm stone in the pancreatic duct and would not release from the basket. An alliance handle was used in conjunction with the basket to attempt to crush the stone and detach the basket tip. After failing to crush the stone or release the tip for over an hour, the stone eventually was dislodged from the basket from repeatedly reopening and reclosing the basket. The procedure was aborted after the removal of the basket and another ercp procedure was scheduled. There were no patient complications reported as a result of this event.